Event description:
Clinical study. It was reported that 113 days after a coronary drug eluting stenting treatment procedure the patient required a target vessel reintervention (tvr). The index procedure treated a 3.1x16mm, 80% stenosed, mildly calcified lesion in the proximal left anterior descending artery (prox lad) with placement of a taxus express2 3.0x20mm drug eluting stent, reducing stenosis to 0%. The procedure also treated a 2.8x15mm, 70% stenosed, mildly tortuous lesion in the 1st left posterolateral branch (1st lpl) with placement of a taxus express2 2.75x20mm drug eluting stent. Post-dilated lesion had 0% stenosis. There were no reported complications. The patient was discharged 2 days later on aspirin and plavix. At 113 days after the index procedure the patient required a tvr for in-stent focal restenosis in the 1st lpl. Two taxus express2 drug eluting stents were placed in the 1st lpl. The patient was discharged the next day. In the opinion of the physician, the relationship of the tvr to the taxus stent is probable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.